Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator generated false ¿leads off¿ messages during a cardiac code. The patient was in full cardiac arrest on arrival. The patient died. During this event, this device also showed no etco2 waveform which is addressed in a separate complaint (B)(4). During CPR rescue efforts, only lead ii was being displayed and multiple ¿leads on¿ and ¿leads off¿ alarms were generated, so ems staff reassessed the ECG leads connections and placed limb leads, but the monitor continued to only display lead ii. The ems staff then placed a new package of electrodes, but lead ii remained the displayed lead and the ¿leads on¿ and ¿leads off¿ alarms kept occurring. The ems staff then placed defibrillator pads for monitoring of the ECG waveform, inserted an airway and placed the patient on an external chest compression system. It was reported that the patient¿s initial heart rhythm was idioventricular and then changed to pulseless electrical activity (pea) for the remainder of the code. The patient was pronounced dead at the scene. No shocks were administered by the ems team. No ECG monitoring strips or case event files were available for review. The lead ii waveform was displayed to the user. A philips repair bench technician evaluated the device and was unable to duplicate the issue. Philips is unable to determine the cause of the reported symptom. The device passed all performance assurance tests and was placed back into use with the customer. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
This serial number was originally reported as (B)(6) but has been updated to (B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator generated false ¿leads off¿ messages and did not display the carbon dioxide (co2) waveform during a cardiac code. The device was in use on a patient in a "cardiac code" that experienced an outcome of death. Additional information has been requested.